Event description:
It was reported that during service at the manufacturer facility, the core sumex drill gave a bias current warning, signaling a condition in which the device has the potential to run without user activation. As this occurred during service, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.